Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2009. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the liner (p/n: 121887352), the head (p/n: 962710000), the stem (p/n: 900535210) and removing pseudotumor due to difficulty walking caused by strong pain, armd caused by metal-on-metal. It was confirmed that there was a lot of black pseudotumor in joint capsule which was considered caused by metallosis, and trunnions at the head-neck junction. A s-rom 18 x 13 x 123 30 x 32 mm neck, a delta ceramic head 0 mm, a polyethylene lipped liner 52mm x 32mm lip and a hole eliminator were implanted. The surgery was completed within a 30 minutes surgical delay. No further information is available.